Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that the customer was recently hospitalized due to a blood glucose level over 800 mg/dl. The caller stated that paramedics were called and the customer was wearing the insulin pump at the time of the incident. Caller stated that the customer had ketones, was nauseous and had stomach and body aches. The customer's grandmother reported that the high blood glucose level was treated with the insulin pump and manual injections. The insulin pump was not replaced or returned for analysis.